Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 06/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 282mg/dl and 189mg/dl fasting. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 06/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 282mg/dl and 189mg/dl fasting. Reviewed meter memory: 1:224mg/dl (B)(6) 2015 02:27:00 pm fasting:yes. 2:129mg/dl (B)(6) 2015 10:14:00 am fasting:yes. 3:414mg/dl (B)(6) 2015 08:29:00 pm fasting:yes. 4:302mg/dl (B)(6) 2015 08:32:00 pm fasting:yes. 5:577mg/dl (B)(6) 2015 08:33:00 pm fasting:no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product has not yet been returned.